Event description:
Explanted lead and generator were received by product analysis. Product analysis has not been completed for the lead or generator to date. X-rays were received and reviewed for the patient. The generator was located in the patient¿s upper left chest. The connector pin cannot be seen coming through the second connector block due to the angle of the image. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. Due to the image quality and angle, a portion of the lead being routed behind the generator and the lead wires being intact at the connector pins could not be assessed. A portion of the lead coming out of the connector pin can be visibly seen as being tangled or twiddled. The image of the lead then fades and cannot be followed. No sharp angles or gross discontinuities were identified in the visible portion of the lead and the lead was unable to be assessed in full as other than near the electrode and generator the lead is not visible. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.

Event description:
Generator product analysis was completed. There were no performance of any other type of adverse events found with the pulse generator. Lead product analysis was completed. During the visual analysis a section of the returned portion appeared to be twisted. This finding is consistent with patient manipulation / rotation of the device while it was implanted (twiddler). The connector ring tri-filar coil appeared to be broken approximately 270mm, 271mm and 327mm from the end of the connector boot. Scanning electron microscopy was performed on the connector ring tri-filar coil breaks and identified the areas as having extensive pitting which prevented identification of the coil fracture type. Pitting and residual material was observed on the coil surface. During the visual analysis the connector pin tri-filar coil appeared to be broken approximately 331mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (rotational forces) with mechanical damage. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. However, based on the overall condition of the returned lead, there appears to be evidence of manipulation, which may have contributed to the observed stress-induced fractures.

Manufacturer narrative:
Corrected data, initial report: results code 4117 was inadvertently not included in the initial report.

Event description:
Patient underwent full revision surgery (replacement of the lead and generator). The explanted products have not been received by product analysis to date.

Event description:
Patient presented with high impedance and low output current. X-rays were performed and the physician reported that there seems to be a fracture in the lead. The x-rays have not been received or reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.